Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for two weeks. Treatment, patient outcome and action taken with peritoneal dialysis therapy were not reported. No additional information was available as the reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.